Event description:
It was reported that a complete se stent was implanted in the common iliac artery lesion approximately 10.5 weeks post its expiry date. No embolic protection used. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. No resistance was encountered when advancing the device. No excessive force was used. The device did not pass through a previously deployed stent. No patient injury or medical/surgical intervention was required as a result of the event.